Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. D6: explant date: 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 7072678. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 29039127. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the spine. The physician was unable to confirmed if the infection was device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.